Event description:
The car handle jammed at firing and the donuts were not able to be retrieved at the time of firing. The ring went in fine and the patient had a good outcome.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (B) (4) and the importer (B) (4). This is the first time that alleged malfunctions of this type have been reported. The production history file indicated that the device was released pursuant to the product specifications (including functionality test). The device was returned for evaluation. In an attempt to simulate the malfunctions, we could not identify any defective condition in the product at issue or identify the cause of any alleged malfunction. The alleged malfunction is not likely to cause or contribute to death or serious injury and the outcome of the procedure was successful.